Event description:
As reported by the study, film review revealed restenosis of this unknown cypher that was not part of the study.

Manufacturer narrative:
As reported by the study, this unknown cypher stent was deployed distal to the study stent in the proximal left anterior descending artery. Lesion and vessel characteristics are not known. Procedural details are also not known. A recent film review indicated that there was intra-stent restenosis of this stent. As indicated previously, the patient underwent a coronary artery bypass graft procedure. Please note that this unknown cypher select stent is not distributed in the united states. However, it is similar to the us distributed cypher stent. It is also not available for testing and evaluation. Additional information has been requested and has not been forthcoming. A female patient with a history of angina, hypercholesterolemia, hypertension, diabetes and a family history of ischemic heart disease developed an mi and recurrent restenosis post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in the distal lad and proximal lad/first diagonal. This patient's gender and extensive cad put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. The administration of gpiibiiia and the performance of recording of act's was not reported. The characteristics of the distal lad lesion were not provided. It is not known if this lesion was pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. No other details regarding the treatment of this lesion were provided. The proximal lad/first diagonal was described as located in a bifurcation. The proximal lad aspect of the lesion was described as de novo, 3.05mm in diameter, 19.20mm in length, eccentric, diffusely diseased, un-calcified and with no angulation or thrombus present. The first diagonal aspect of the lesion was described as 2.5mm in diameter, 5.69mm in length, eccentric, ostial and with no angulation or thrombus present. Of note, the disease at the actual bifurcation was characterized as not very severe. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 18atm in the proximal lad aspect of the lesion and 2.50 x 28mm cypher stent at a maximum inflation pressure 16 atm in the first diagonal aspect of the lesion. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. According to the IFU, the use of more than two cypher stents has not been clinically studied. It was reported that the lad stent was within 5mm of the cypher stent implanted in the distal lad. The stents were then post-dilated by kissing balloon technique for a resultant timi flow of 3 and a residual stenosis of 0%. Three days after the index procedure, that patient developed anemia and renal dysfunction. The treatment, if any, for these events was not reported. Attempts to obtain further information and/or clarification regarding this event has been unsuccessful. Fifty-three days after the index procedure, the patient developed a non-q mi. This event was reported to the study investigator by the patient by phone and further clarification and details were not provided. It appears that the performance of an angiogram was deferred at this time. Three months after the index procedure, the patient underwent a repeat angiogram that revealed 70% restenosis of the 2.50 x 28mm cypher stent implanted in the diagonal. The 3.50 x 18mm cypher stent in the proximal lad was not restenotic. The cypher stent of unknown size in the distal lad was also reported to be restenotic. In addition, new lesions were also noted in the distal circumflex and acute marginal. It appears that the new lesion in the distal circumflex was treated with the placement of an unknown stent. The restenosis in the acute marginal and that in the cypher stents were left untreated at this time. During this procedure, the patient is reported to have developed pulmonary edema. The treatment for this event, if any, was not reported. Attempts to obtain further information and/or clarification regarding this event have been unsuccessful. Four months after the index procedure, the patient underwent elective mitral valve replacement for heart failure. Because of the patient's pre-existing impaired renal function a CABG was also performed with bypasses from the lima to lad, svg to first diagonal to omb to pda for restenosis. Two weeks after the surgery, the patient developed surgical wound dehiscence and pleural effusion. These events were treated with surgical revision and were reported to be unrelated to the cypher stents. Attempts to obtain further information and/or clarification regarding this event have been unsuccessful. Ten months after the index procedure, the patient experienced right arm pain. The patient was hospitalized but did not require medical treatment. The event was reported to be unrelated to the cypher stents. Attempts to obtain further information and/or clarification regarding this event have been unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. A DHR reviews of the provided associated lot numbers revealed that the products met requirements for product acceptance. A DHR could not be performed for the cypher stent implanted in the distal lad since the lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient, vessel and procedural factors that may have contributed to these events. This is also one of three products associated with the same event that were reported under the following manufacturing numbers 9616099-2007-00747, 9616099-2007-22748 and 9616099-2007-01206.